Event description:
As reported, the balloon of a 6mmx 18mm palmaz blue on aviator plus stent delivery system (sds) leaked when applying negative pressure during stent preparation after opening the packaging. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was not returned as expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6mmx 18mm palmaz blue on aviator plus stent delivery system (sds) leaked when applying negative pressure during stent preparation after opening the packaging. The device was never inserted into the patient and a non-cordis device was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped according to the instructions for use (IFU). There was no damage to the device packaging prior to opening and no physical damage was observed on the device. The device is being returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported, the balloon of a 6mmx 18mm palmaz blue on aviator plus stent delivery system (sds) leaked when applying negative pressure during stent preparation after opening the packaging. The device was never inserted into the patient and a non-cordis device was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped according to the instructions for use (IFU). There was no damage to the device packaging prior to opening and no physical damage was observed on the device. The device was returned for analysis. A non-sterile ¿blue/aviatorplus 6x18/142p pkg¿ device was received for analysis, coiled inside a clear plastic bag. The device was unpacked to begin the evaluation. Upon thorough inspection, the stent appeared partially expanded at the proximal edge. However, a review of the initial sample image taken upon receipt showed no signs of stent expansion, suggesting that the partial expansion likely occurred during the device's decontamination process. The balloon was returned in a deflated state, and no additional abnormalities were noted externally. A functional test was performed by attaching an inflator/deflator device to the inflation port. Positive pressure was applied in an attempt to reach the rated burst pressure. However, the pressure could not be maintained due to a leak observed in the balloon. As a result, the stent did not expand. Inspection using a vision system revealed a rupture on the balloon surface, where water was leaking. Secondary scratch marks were noted near the rupture site. This type of damage is typically associated with contact with a sharp object or mechanical stress. It is likely that the same external force that caused the scratch marks also led to the rupture. The damage appears to have originated from contact with a sharp object from outside the device. A product history record (phr) review of lot 8230859 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage during negative prep¿ was verified through device evaluation. Based on the available information, the most probable cause of the balloon leak is mechanical damage consistent with contact from a sharp object or external force. Although the device was reportedly prepped according to the IFU and no physical damage was noted upon visual inspection, evaluation revealed a rupture on the balloon surface with accompanying scratch marks near the damaged area. This type of damage is commonly associated with inadvertent contact with a sharp object during handling or packaging interactions. While no packaging damage was observed and the device was not used in a patient, the timing of the leak¿occurring during initial negative pressure application¿suggests a latent compromise that may have occurred either during device removal from the packaging tube or tray, while removing the protective balloon cover or during manipulation of the catheter while flushing and attempting to insert the flushing needle, especially if unintended contact with a sharp edge or excessive handling pressure occurred. Therefore, while conclusive root cause attribution is not possible, the most likely contributing factor is mechanical damage to the balloon incurred during device handling or preparation, potentially involving a sharp object or edge. According to the instructions for use which are not intended to mitigate risk, ¿preparation of stent system: a. Remove the inner package from the box. B. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. C. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. D. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. E. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. F. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ neither the phr review, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.